Event description:
Event description guidant received information that this transvenous implantable lead exhibited noise on the rate/sense channel. The noise resulted in inhibition of pacing. The patient is pacer-dependent and is symptomatic.